Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed because it exhibited an increase in ventricular lead impedance measurments and a loss of ventricular pacing.